Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and functional inspections were performed on the returned device. The reported rupture was able to be confirmed. The investigation was unable to determine a conclusive cause for the reported balloon rupture. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a lesion in the distal right coronary artery (rca) with moderate tortuosity. A 2.5 x 12 mm nc trek balloon catheter was prepared per the instruction for use (IFU) with no issues and advanced to the target lesion without resistance. The balloon was inflated to nominal, but it would not hold pressure and when negative pressure was applied, blood was seen coming into the indeflator. The device was withdrawn with no issues and a new nc trek was used to complete the procedure successfully. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.